Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage and foreign fibers on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- investigation findings 213 should be addex to the previous MDR. H6- investigation conclusion 4310 shoudl be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm512.6, -7.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.